Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported via an unrelated event that the right ventricular (rv) lead has insulation damage. The physician elected to reprogram the device from bi-polar to unipolar tip configuration to avoid any possible consequences that may occur due to the insulation damage. The patient was stable post changes.